Manufacturer narrative:
4114,3221,4315 are associated with the product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system just powered off. The power cable was not unplugged and the site did not notice if the blue power button led was blinking or if the navigation system was making noise. The site was able to power the system on again and continue with the case. There was a couple minutes delay to the procedure and no impact on patient outcome. It was noted later that the manufacturing representative was unable to replicate the issue. Additional information was reported and the local representative reset the ups as instructed. All tests within specifications. The site has used the system 3 time since this incident with no issues.